Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient wore her pod for about a day, then when they tried to give her some insulin it would start to leak out and her blood glucose levels (bg) would begin to rise. The mother stated that they would continue to try to give corrections (boluses with the pod and then injections) but her levels would not come down and eventually reached up to 536 mg/dl, so she decided to take her daughter to the hospital on the evening of 8/29. The patient was treated for her high bg levels with IV fluids and injections of insulin every 2 hours. She was also provided tylenol for headaches and stomach aches. Once the patient's bg levels were stabilized she was released on the morning of 8/31.